Event description:
The biomedical engineer (bme) reported that when the nibp cuff was connected to patient, it would pump up to 180 (for example) and will not release the pressure on the ay input unit for the bedside monitor (bsm) system. This was found at set up. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device. The following device was used in conjunction with the main bsm unit and was the unit that failed: input unit: model: ay-653p, sn: (B)(4), device manufacturer date: 11/10/2014, unique identifier (UDI) #: (B)(4), returned to nihon kohden: 06/29/2021, approximate age of device: 78 months.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nibp cuff on the ay input unit would pump up to 180 (for example) then would not release the pressure. No patient harm or injury was reported. Investigation summary: the ay input unit was sent in for evaluation and the reported problem was not duplicated. But the unit failed an inflation test, and the case was found to be damaged. Physical damage is likely to occur as a result of mishandling or wear and tear. Mishandling of a device can be related to dropping the device, hard impacts, or improper use. Damage to the device can extend to internal components vital for operation. Wear and tear due to aging or frequency of use can gradually degrade components. Physical damage is likely to have contributed to the pump failure as physical damage could be observed during the evaluation. Nibp pumps for bedside monitors have been improved to better withstand wear and tear damage.

Event description:
The biomedical engineer (bme) reported that the nibp cuff on the ay input unit would pump up to 180 (for example) then would not release the pressure. No patient harm was reported.